Manufacturer narrative:
The device was received for evaluation. During functional testing, 'did not recognize the door opened during testing' occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be lower latch failure. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the door opened/load. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.